Event description:
It was reported that noise led to oversensing and inappropriate automatic mode switch was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.